Event description:
It was reported that during an ablation procedure, upon firing the laser it was noticed there was no heating in the thermal map. After several minutes the lines were checked and it was discovered the laser fiber had a void to the portable connector module. A new probe was used and the procedure was completed without any problems. There were no patient complications reported in relation to this event.